Event description:
It was reported that the battery charge increased by 95% in a short period before dropping to 5%. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.